Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that falsely depressed glucose (glu) results were obtained on multiple patient samples on a dimension vista 500 instrument. The customer stated that they replaced the aliquot probe, cleaned all probe drains, and aligned all probes. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed mix studies, bottom of cuvette correction, replaced sample mixer, performed quick check, quality control (qc), which passed. The cause of the falsely depressed glu results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed glucose (glu) results were obtained on multiple patient samples on a dimension vista 500 instrument. It is unknown whether the erroneous results were reported to the physician(s). The samples were repeated on the original instrument and higher results were obtained. The repeat results matched the patients' clinical picture. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00285 on 27-dec-2023. Additional information (29-dec-2023): siemens further evaluated the event and determined that the malfunctioned sample mixer, which was addressed with the service actions described in the initial report, potentially contributed to the falsely depressed glucose (glu) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.